Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a ¿connect cgm or enter bg; dosing stops in 1 hour¿ message while paired with a dexcom g7, followed by inability to complete pairing until the user located the g7 pairing code, after which a new sensor was applied and a fingerstick value of 175 mg/dl was entered when the cgm displayed 245 mg/dl. Symptoms included no reported injury, hypoglycemia, or hyperglycemia-related symptoms. Outcomes included temporary suspension of automated dosing until a bg was entered and user-performed cgm replacement. Investigation included customer care troubleshooting and education on bluetooth pairing, forgetting the device, re-pairing steps, sensor replacement, and use of fingerstick entry to maintain therapy. Investigation of this case revealed a cgm connectivity and pairing failure associated with the external cgm interface, with discordant readings between bgm and cgm managed by manual bg entry. It was concluded, based on previously established findings for similar reports, that the cause was user preference to defer pairing troubleshooting and the known requirement for the cgm pairing code, resulting in temporary loss of cgm data to the ilet until resolved.